Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed between (B)(6) 2022 and (B)(6) 2023 involving fifteen (15) patients. This MFR. Report addresses test twelve (12) of fifteen (15). The customer reported false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed on (B)(6) 2023 and generated a negative result. Additional testing with lumipulse was performed on unknown date and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed between (B)(6) 2022 and (B)(6) 2023 involving fifteen (15) patients. This MFR. Report addresses test twelve (12) of fifteen (15). The customer reported false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed on (B)(6) 2023 and generated a negative result. Additional testing with lumipulse was performed on unknown date and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single-use device.